Manufacturer narrative:
Inspection: an external and internal inspection of the received pump module devices s/n (B)(6) and s/n (B)(6) was performed. Pump module (B)(6) was received with instrument seal broken. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. . The air in line assembly for serial number (B)(6) looked to be a third-party part. Log analysis results: the event log showed the system was powered on at 4:17:36 pm on 04feb2021. The profile in use was identified as ¿nicu¿. A review of the system error logs showed no records associated to the reported incident. Based on the logs, pump module s/n (B)(6) and (B)(6) alarmed air in line multiple times throughout their program infusions. The alarms were silenced, and the infusions were restarted each time. Test results: the ail ultrasonic signal for serial number (B)(6) measured 144mv/ peak to peak, and it is considered outside of the acceptable voltage range. It was noted that the ail sensor assembly for serial number (B)(6) is a third-party part. The programmed infusions were observed completing without exhibiting any ail alarms or other anomalies during functional testing. Test method information: testing was performed per the 1503-001-010-r (00) false air in line test method, dir# 10000360041. See the attached test results file in trackwise. Device history review: a review of the device history record showed the device had a manufacture date of 03aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of the pump modules alarming for air in the line was determined to a faulty aild assembly on the device with the 3rd party sensor. The customer¿s reported complaint of the alaris pump would not run due to air in line was confirmed based on the log review. Based on the logs, pump module s/n (B)(6) and s/n (B)(6) alarmed air in line multiple times throughout their program infusions. The alarms were silenced, and the infusions were restarted each time. The ail ultrasonic signal for serial number (B)(6) measured 144mv/ peak to peak, and it is considered outside of the acceptable voltage range. It was noted that the ail sensor assembly for serial number (B)(6) is a 3rd party part. The programmed infusions were observed completing without exhibiting any ail alarms or other anomalies during functional testing. The pump modules were being used for treatment.

Event description:
It was reported that in the ICU, the alaris pump would not run due to "air in line." Line inspected and cleared of any air, pump still read as "air in line." Flushed line and allowed line to run disconnected to patient and air in line still alarmed. Switched to other alaris pump and same issue occurred even after new line was built. There was no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Patient is a newborn. The device has been received and an evaluation is pending.

Event description:
It was reported alaris pump would not run due to "air in line." Line inspected and cleared of any air, pump still read as "air in line." Flushed line and allowed line to run disconnected to patient and air in line still alarmed. Switched to other alaris pump and same issue occurred even after new line was built. There was no reported patient harm.